Event description:
It was reported that the ventilator had an error code indicating proximal pressure sensor auto zero failed. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The field service engineer (fse) ran the log and verified 5 occurrences of 110a and 4 occurrences of 110b. The fse replaced the data acquisition (da) printed circuit board assembly (pcba) per service manual recommendation and performed all performance verification tests per service manual. Unit passed all tests and was returned clinical use. Repair record reports the device was in use at the time of the discovery. There is no report of patient harm or intervention.

Manufacturer narrative:
Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm was reported. Multiple attempts were made to obtain repair/service and device context at the time of the reported failure; however, no further details were provided.

Manufacturer narrative:
G1 contact office phone: (B)(6). H10: the removed data acquisition (da) printed circuit board assembly (pcba) was returned to the product investigation lab (pil) for analysis. The pil technician installed the da pcba into a pil v60 standard test bed (stb) for testing. The pil technician visually examined the da pcba and reported there was no evidence of damage. The pil technician verified that the da pcba operated without issue of error code (e/c) on the pil standard test bed. In addition, no pressure related error codes occurred during the use of the da pcba. The da pcba passed all pressure accuracy testing noted in the v60 service manual. The issue could not be duplicated. The failure analysis resulted in a no problem found conclusion.